Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter which resulted in the pump shutting down. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer took no action to address bg level. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter.